Event description:
As per complaint (B)(4), a dental implant could not achieve primary stability during a clinical procedure. The implant was removed and replaced with a larger one. Edema, pain, inflammation and a possible allergic reaction were reported.